Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted on (B)(6) 2014.

Event description:
It was reported that a lead integrity alert triggered for the right ventricular (rv) lead. High and variable impedance were noted. Oversensing, noise and elevated sensing integrity counter (sic) were also indicated. Lead detections were programmed off and the lead was ultimately capped and replaced. No patient complications have been reported as a result of this event.